Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (66 mg/dl) the customer drank juice to stabilize bg level. The customer stated low bg was due to eating a different diet than normal. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.